Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received inappropriate therapy due to noise seen on the atrial lead and ventricular channels. Emi was suggested as the source of the noise. Tech services recommended investigation the source of the emi.